Event description:
The customer reported that they have an image artifact. Images are missing a band of data about as wide as a tab. Jpeg images sent from site by text. It is possible that the image was retaken, resulting in unintended radiation exposure.

Manufacturer narrative:
Product not returned for eval. Customer reported it was repaired by them. They found a bad ribbon cable and led board. Panel is now operational. (B)(4).